Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead was checked visually, electrically, and mechanically. This inspection did not show any deviations from the technical specifications that could be related to the clinical complaint. The lead proved to be in conformance with specifications and without problems. In summary, there were no indications of material defects or manufacturing errors.

Event description:
Ous MDR - during the discharge follow-up of the patient, insufficient sensing values were reported. A suspected dislodgement of the lead could not be confirmed with x-ray images. After several attempts to reposition the lead, it was explanted and replaced. No deterioration of the patient's state of health was reported.